Manufacturer narrative:
As reported, about five years post-implant of the bard/davol ventralight st mesh, the patient was diagnosed with intra-abdominal bacterial mesh infection and underwent mesh explant. As reported, the ae is resolved. The clinician has assessed the patient¿s postoperative course as being "definitely" related to the study device and possibly related to the procedure, however, based on the information provided, no conclusion can be made. Infection is a known inherent risk of hernia repair surgery. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists infection as a possible complication. The warnings section states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned - mesh explanted.

Event description:
Reported per clinical trial (B)(6): on (B)(6) 2014 - subject patient underwent an open first time recurrent incisional hernia (10x20 cm, llq) repair procedure. A bard/davol ventralight st mesh was placed using mechanical fixation and sutures. Full skin closure was achieved using staples. The patient was discharged to home on (B)(6) 2014. On (B)(6) 2019 - subject patient was diagnosed with intra-abdominal bacterial/mesh infection. Drainage noted during appointment. Culture positive for finegoldia magna, treated with IV antibiotics. On (B)(6) 2019 - subject patient underwent complete mesh excision with drain placement. The patient was discharged to home on (B)(6) 2019. Per the study clinician, the reported adverse event has been assessed as severe in severity, definitely related to the study device and possibly related to the index procedure. The outcome for this ae is reported as recovered/resolved.